Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The customer stated that the iabp showed multiple error codes #57 in the iabp's error logs, the stm verified the logs. The stm found the helium tank to be empty and autofill volume to be out of specification. To address the issue the stm re-calibrated the auto volume and ran the iabp on test balloon. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.